Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise that was reproducible with isometrics. During a device replacement procedure, insulation breakdown was noted, and the lead was repaired. No adverse patient effects were reported this rv lead remains in service.